Event description:
One loop of the sling maa1152-l ripped when the patient was lowered to the bath tub but nobody was hurt. Then the caregiver replaced the faulty sling by a non-arjohuntleigh stretcher sling. When they raised the patient, the lifter tipped partly sideward and was stopped by lifter's legs under the bath tub. The patient was not injured. The caregiver sustained an injury. Reference MFR report # 9611530-2013-00131.